Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, prior to an impella assisted procedure. Reportedly, after the procedure, suture breaks occurred during suture tightening with both proglide devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was clinically significant delay in the procedure or therapy. No additional information was provided.